Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery with multiple cartridges, causing the customer to experience an elevated blood glucose (bg) level (600 mg/dl). The customer administered a correction injection to treat the bg. Reportedly, the customer cleared the alarm and resumed insulin therapy.